Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low pacing impedance measurements of less than 200 ohms. There was also associated intermittent sensing and capture issues. The patient underwent a revision procedure and this product was surgically capped and abandoned. A new lead was successfully placed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.